Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. Irst, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it was unable to latch onto the bottom jaw. It was observed that the bottom jaw was bent. The sample was disassembled in order to inspect the internal components. It was also found that the channel pivot holes for the bottom jaw were deformed and were oblong in shape. No other damages were observed. The device was returned with 1 clip remaining indicating that 14 clips were fired by the end user. The damage to the bottom jaw prevented the clips from properly loading since the jaws were misaligned. It could not be determined exactly how or what caused the bottom jaw to bend. However, based on the damages observed, it appears that unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit jamming" was confirmed based upon the sample received. Upon functional inspection, the first clip was unable to load properly as it was unable to latch onto the bottom jaw. It was observed that the bottom jaw was bent. It was also found that the channel pivot holes for the bottom jaw were deformed and were oblong in shape. The damage to the bottom jaw prevented the clips from properly loading since the jaws were misaligned. It could not be determined exactly how or what caused the bottom jaw to bend. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based on the damages observed, it appears that unintentional user error caused or contributed to this event.

Event description:
It was reported that the clips jammed causing the jaw not to open.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1800023 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips jammed causing the jaw not to open.